Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
A medtronic representative reported via email of occlusion from the reservoir. The customer's blood glucose reading was unknown. During the first and second infusion set changes, the customer had issues with the reservoirs. The customer stated that the reservoirs were apparently not working and would not fill the cannula. The customer declined to speak with helpline.